Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller attempted to read patient's ins with the patient programmer and received a call your doctor with power on reset (por) message. Caller and patient had very little information but indicated the ins had been turned off, doesn't work and/or is not doing what was expected. No further complications were reported.